Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to supraventricular tachycardia. The device was also noted to have reached elective replacement indicator early. During the replacment procedure, the left ventricular lead "outer coating" appeared to be wearing and was repaired. No further patient complications have been reported as a result of this event.